Event description:
It was reported to boston scientific that post-op incomplete urinary retention occurred after a suburethral obtryx mesh sling system was implanted. No intervention was performed.

Manufacturer narrative:
The lot number of the device is unknown, therefore the manufacturing date is unknown. The device has not been returned as it remains implanted in the patient. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.